Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. Heating pad was left "on" and unattended which is a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer claims that the heating pad was on the bed and turned "on". He left the room and when he returned, he alleges that the heating pad was on fire and damaged his bedding. There were no injuries reported with this incident.